Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a seriousinjury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is nochange to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient stated: bottom retainer cut my gum. Soreness in top teeth which is expected. Clinical provided the patient with discomfort and scalloping tips and tricks. No further information was provided. Per the byte MDR guidance, cutting is reportable as the device may have or contributed to serious injury to the patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.